Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw (40604r1003) was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw (40812r1110), was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. However, difficulties with imaging occurred during the procedure. On (B)(6) 2025, an echocardiogram was performed and revealed that the first clip, triclip xtw (40604r1003) had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and that the second clip , triclip xtw (40812r1110), had detached from the posterior leaflet and remained attached to the septal leaflet (slda), increasing tr to a grade of 5. On (B)(6) 2025, an additional triclip procedure was performed, and two clips were implanted, reducing tr to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.